Event description:
It was reported that the patient received an inappropriate shock for atrial fibrillation (af). The patient¿s medication was adjusted to control the af and the implantable cardioverter defibrillator (ICD) remains in use. The patient is enrolled in the optilink hf clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This model number is not approved for distribution in the u.s., however, it is similar to a device marketed in the u.s. The event occurred outside the us and is being reported due to an alleged malfunction. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: 407652, implantable pacing lead, (B)(6) 2011. A 419678, implantable pacing lead, (B)(6) 2011. (B)(4).